Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 21cm from the catheter strain relief. A visual and microscopic examination also identified severe kinks along the hypotube in the area of the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 80% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.25x20mm promus element stent delivery system (sds) was then advanced and unable to cross the lesion. A 2.25x16mm promus element sds was then advanced to the lad and while attempting to cross the lesion the shaft fractured. The 2.25x16mm promus element was removed along with the guide catheter. The procedure was completed with a 2.50x18mm non-bsc stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 80% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.25x20mm promus element stent delivery system (sds) was then advanced and unable to cross the lesion. A 2.25x16mm promus element sds was then advanced to the lad and while attempting to cross the lesion the shaft fractured. The 2.25x16mm promus element was removed along with the guide catheter. The procedure was completed with a 2.50x18mm non-bsc stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.